Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing shortness of breath and alleges that the device will not turn on and a thermal issue. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing shortness of breath and alleges that the device will not turn on and a thermal issue. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received new and relevant information on 03/11/2025. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that evidence of sound abatement foam degradation/breakdown was not observed in this device. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Pil used a known good pil supplied heated tube on customer supplied humidifier. Pil observed the pil supplied known good heated tube did operate. Pil also observed that ui (users interface) knob broken, the air outlet port had light dust-like contamination in it, air inlet had tan dust-like contamination in it, pca had light dust-like contamination all over the top of it, dust-like contamination on the top of the blower box lid and surrounding area, dust-like contamination on the top of the blower motor and inside of the blower box, bottom enclosure had dust-like contamination in it, air inlet seal had yellowed and had dust-like contamination on it and the sound abatement foam was intact and had dust-like contamination on top of it. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. Found 0 errors were logged. The results of this investigation do not impact the calculated risks. Section g3 has been updated. In addition, appropriate code updated/corrected.